Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the manipulation of the catheter felt unusual, and its appearance under fluoroscopy appeared slightly crooked. The case proceeded and was completed with pulsed field ablation. Upon inspection of the catheter post-procedure, the array shape was noted to be slightly crooked. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012536335 was returned and analyzed. Visual inspection showed the catheter was received without a guidewire, the guidewire lumen was received retracted, a kink was observed at the guidewire lumen, and the pebax tube was kinked at the distal arm. The slide control function was utilized and the guidewire lumen was extended and retracted without any issues. The steering function was normal, with the distal catheter tip responding with the expected rotation in both directions. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy deliveries were successfully performed. X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at the tip and at the dual lumen. The electrode wires were intact without breakage or detachment from the electrodes. The guidewire lumen kink was observed 0.8 inches proximal to the catheter tip. The continuity test was performed with a multimeter and passed for all electrodes and impedance. In conclusion, the reported issue of a crooked array shape was confirmed during analysis. The catheter did not pass returned product inspection due to a guidewire lumen kink and a kinked pebax tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.